Event description:
Caller reported that cartridge leaked insulin from the bottom where the fill rod/pump attaches. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Caller was able to change the cartridge and successfully resume insulin therapy. Technical support arranged to send a one-time replacement to maintain customer satisfaction.